Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: dislodged stent requiring surgical intervention. Device issue: dislodged stent. It was reported that the graftmaster stent dislodged into the periphery when the stent was being removed from the pt because of resistance with the vessel during removal. The dislodgement occurred after a failed attempt to advance distal enough to cross the lesion. Another otw graftmaster was used successfully to treat the perforation, which was caused by another company's guide wire. The pt had surgery to remove the stent from the leg. No add'l event or pt info is available.

Manufacturer narrative:
Engineering reviewed the incident info. Based on the review of the device history records, the device was in working order and left abbott vascular instruments gmbh in rangendingen as per specs. All samples passed the in-process controls during MFR of the devices. It is reported that the stent graft was used as per indication. However, without the device to evaluate, engineering was unable to make a conclusive determination of the root cause for the reported discrepancy.